Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-29, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: neu_tlock_anchor, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4).

Event description:
It was reported that a patient had the lead replaced along with the extension and battery on (B)(6) 2014. It was reported that there had been impedances >10000 upon intraoperative testing and there ¿breakage and dislodgement¿ were reported about the lead. It was stated that the patient had therapy in the wrong location. It was stated that the device was returned to the manufacturer for analysis. The patient was not a participant in a clinical study, there was no death or patient injury, and the device had been used in the patient for pain treatment. Further information was received that clarified that intraoperative testing revealed that the impedances of the lead were out of range. It was noted that the manufacturer¿s representative had not seen the patient before (B)(6). It was further reported that the implantable neurostimulator (ins) had been replaced for prophylactic reasons because 'when the lead was planned to be replaced the patient asked that they can't live without their stimulation and requested the that the ins be replaced as well with the lead (before the ins goes out too) so it was done.' The manufacturer's representative stated that the patient had been receiving effective therapy since the replacement.

Manufacturer narrative:
Analysis of the lead l69339 found that the stimulation lead body conductor was broken at the twist lock anchor site. It was reported that the #1 and # conductors were broken 16.6 cm from the distal end.

Event description:
Device analysis results reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.